Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-10750. Related manufacturer reference number: 2017865-2020-10751. It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation of the device, it was noted that the implantable cardioverter defibrillator (ICD) exhibited oversensing due to noise on both the atrial and ventricular channels. The entire system; including the ICD, right atrial (ra) and right ventricular (rv) leads were explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed by analysis. During analysis a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath at 20.4 cm to 20.6 cm from the connector pin consistent with friction to device can.